Manufacturer narrative:
No crack case noted. Unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, damaged (scratched) display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The case was seen on the reservoir ring. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.